Manufacturer narrative:
Evaluation of planning and procedures found the tibial guide was designed according to the correct specifications. No root cause could be found.

Event description:
It was reported patient underwent total knee arthroplasty procedure utilizing a signature tibial guide on (B)(6) 2012. When the surgeon attempted to remove the guide, the drill bit was stuck in the guide causing pieces to fall into the wound. The surgeon retrieved the pieces and used another drill bit to finish the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.